Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the electrograms from the patient's implantable cardiac monitored showed only a flat line on all transmissions. Sensing was appropriate. The device was reprogrammed. The patient was stable.